Manufacturer narrative:
(B)(4).

Event description:
It was reported "in order to insert catheter, skin incision was made. Everything was going well until smartsealhemostatis dialysis sheath was introduced. Sheath was damaged. Wing of sheath tore off. Procedure was completed because tool was taken to hold sheath without wing. And sheath tore off in vessel. After completed procedure, catheter was patent, functional. X-ray of catheter tip was checked. Correctly positioned." The sheath was completely removed. There was no delay to therapy. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer submitted four photos for analysis. The photos show a 16fr smartseal sheath and lidstock. Visual analysis of the photos revealed that the sheath did not tear correctly. The two halves of the sheath extrusion appeared wavy and non-uniform along one side, indicating stretching. Additionally, one of the sheath hub tabs was separated from the sheath extrusion. Therefore, the customer report is confirmed. The customer also returned one 16fr smartseal sheath and lidstock for analysis. Signs of use were observed. Visual analysis of the returned sheath confirmed the deformation and stretching of the sheath extrusion as observed in the customer supplied photos. One of the sheath hub tabs was observed to be separated from the sheath extrusion. This damage is consistent with incorrect tearing of the sheath. Additionally, the distal portion of the hemostasis valve was not fully split apart. Manufacturing was contacted as part of this complaint investigation. It was confirmed that the observed incorrect tearing of the sheath is a supplier defect. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel." The report of a sheath tearing incorrectly was confirmed by investigation of the returned sample. Visual analysis revealed that the sheath did not tear correctly. The sheath extrusion along the score line appeared wavy and non-uniform, indicating stretching. Manufacturing was contacted as part of this complaint investigation, and it was confirmed that this is a supplier defect. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "in order to insert catheter, skin incision was made. Everything was going well until smartsealhemostatis dialysis sheath was introduced. Sheath was damaged. Wing of sheath tore off. Procedure was completed because tool was taken to hold sheath without wing. And sheath tore off in vessel. After completed procedure, catheter was patent, functional. X-ray of catheter tip was checked. Correctly positioned." The sheath was completely removed. There was no delay to therapy. No medical intervention required. The patient's current condition is reported as "fine".